Manufacturer narrative:
The test strip lot number and expiration date were not provided. The printed barcode was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a patient mismatch with an accu-chek inform ii meter. It was alleged that the barcode for patient a was correctly scanned, and a glucose result of 6.3 mmol/l at 18:29 was noted. At 18:30, the barcode for patient b was scanned, and a glucose result of 17.3 mmol/l was noted. However, the result for patient b was logged as a result for patient a in the customer's software.